Event description:
It was reported that the user experienced difficulty pairing a new fsl3+ sensor to the pump after an initial scan, with the pump continuing to attempt pairing until instructed to rescan, after which the pump paired and entered the warmup period. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included a review of device history and user interaction through troubleshooting and education. Investigation of this case revealed that the pairing issue was resolved by rescanning the sensor and normal operation was restored. It was concluded that the device functioned as designed following user guidance and no device malfunction was identified.